Event description:
On (B)(6) 2009, the patient's husband reported concerns with the insulin infusion device's infusion set. The patient's husband reported 2 occasions ((B)(6) 2009 and (B)(6) 2009) of the infusion set's headset became detached during the night. The patient keeps infusion sets under appropriate storage conditions. The patient uses IV prep wipes to cleanse the skin and allows the skin to dry completely prior to infusion set insertion. The patient was advised on techniques of insertion site preparation. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.